Event description:
The customer reported that the carm would not lift. System stopped raising and lowering during a case.

Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.